Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: there are two possible devices involved in the event as follows: prosima pelvic floor repair tension free vaginal tape/abbrevo.

Event description:
It was reported that a pt underwent a total pelvic floor repair and a sling procedure on (B)(6) 2010. Prior to the surgery the pt's hemoglobin was 11.8. At 6:00 pm on the day of the surgery the hemoglobin was 10 and on (B)(6) 2010 at 6:00 am the hemoglobin was 8.8. Upon removal of the vaginal balloon, the pt drained 100 cc of blood vaginally. The surgeon inspected the vaginal incisions and there was no evidence of further or active bleeding. The bleeding resolved on its own and the pt only has spotting and went home on (B)(6) 2010 after 3 units of blood was transfused. The pt's current condition is stable and another appt is scheduled. The surgeon opines that the cause may be that the pt had a coughing spell in the middle of the night and has low platelets. Even after the transfusion, the pt still has low platelets.